Manufacturer narrative:
The investigation was completed and no product returned. Difficult to advance: the cause of the deliver issue was determined to be patient condition as the patient had calcium and tortuosity of vessels preventing successful delivery of impella. Retroperitoneal hemorrhage: the root cause of the injury was unable to be determined due to insufficient clinical details. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
H6 updated. The investigation is ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. During the procedure, vascular access was challenging due to vessel calcification and tortuosity, resulting in multiple access attempts in both groins. The impella was placed via the left femoral artery, and percutaneous coronary intervention (pci) was performed via the right femoral artery. The right femoral artery sheath was removed, and manual pressure was held for 30 minutes. The impella remained in place and the patient was transferred to the unit. A femstop was applied to the right femoral access site. Following transfer, the patient experienced multiple episodes of ventricular tachycardia and loss of pressure. The patient reported right lower quadrant pain, raising concern for a retroperitoneal bleed. A left internal jugular central line was placed. The patient received 2 units of packed red blood cells, 3 liters of normal saline, and a total of 6 liters of fluids between the cath lab and intensive care unit (ICU). Vasopressor support with levophed was titrated as needed. A bedside echocardiogram showed shallow impella positioning; the device was advanced 2 cm under echocardiographic guidance to a final position of 3.2 cm. Ectopy improved with blood administration. The femstop was reapplied with increased pressure to assist with hemostasis. Assistance was provided to nursing staff in changing the purge fluid bag. The patient¿s pressures subsequently decreased again and ectopy recurred, prompting additional fluid and albumin administration. The patient was returned to the catheterization lab for vascular intervention. The patient survived the procedure.